Event description:
The ultra does not start. Pt had a cold. And mentioned that they went to the ER and the md found out that pt was dehydrated and treated pt with IV because they were dehydrated. Unk of what their blood sugar was. Ccr was unable to resolve the issue with the ultra meter and sent pt a new meter.